Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) of the device issue and requested that a field service engineer (fse) go onsite to review the device. A replacement lithium-ion battery has been ordered to resolve the battery issue. Further information and confirmation of issue resolution is pending the fse onsite visit. Investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and replaced the battery. The newly installed battery now correctly showed the battery data in the v60 service mode. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.